Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a high sensor scan result and self-treated with insulin. Customer subsequently experienced a loss of consciousness and a reading of 27 mg/dl was obtained on a competitor meter. Customer had contact with an emergency doctor and a reading of 66 mg/dl was obtained on an unspecified meter. Customer was seen at the hospital and was treated with glucose solution and a subsequent reading of 124 mg/dl was obtained on the hcp meter.. There was no report of death or permanent impairment associated with this event.